Event description:
It was reported that the customer had a reaction and customer's wife had to call 911. Customer's wife needed assistance programming the pump. Customer was having a low blood glucose level on the insulin pump. Customer's blood glucose level was 78 mg/dl. The paramedics removed the battery from the pump. Customer treated with fluids. Customer's wife declined troubleshooting. Customer's wife was assisted with programming the pump. Basal rates were lost when the paramedics removed the battery from the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.